Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt300 +25.0 diopter) was explanted from patient¿s right eye because of patient experiencing glares. Reportedly patient had developed issues with vision not focusing since cataract surgery, anxiety from vision, poor visual acuity and constant flashes. Lens with model zct300 +24.5 diopter was used as replacement for the patient. Patient has recovered. No further information provided.